Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient information: it was reported that the enlargement of the ventricles was due to a malfunction of the adjustable valve. According to the report, the valve was explanted on (B)(6) 2014 and the patient's current status is good. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient has a strata valve implanted and that the patient's hydrocephalus has not improved with different pressure level settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.